Event description:
The customer stated he was hospitalized for high blood glucose and the reading was 925 mg/dl. The customer stated he lost consciousness and fell to the floor prior to the event. The customer stated he was in a coma when he was admitted to the hospital. The customer stated that prior to the event the insulin pump shut down and stopped delivering insulin. The customer stated that the insulin pump has been working fine ever since the event and has not had any issues with it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.